Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant impinging on a nerve. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# i0858, manufactured 12/23/13, expires 2018-12; ifuse implant, p/n 7045-90, lot# i0906, manufactured 05/19/14, expires 2019-02; ifuse implant, p/n 7055-90, lot# i0928, manufactured 03/26/14, expires 2019-01.

Event description:
In (B)(6) 2014, the surgeon performed an si joint fusion on the patient placing three ifuse implants. The patient reported leg pain following the procedure. A CT scan revealed that an implant had breached the s1 foramen and was impinging on the nerve root. Four days after the initial surgery, the surgeon performed a revision surgery where he removed the impinging implant and replaced it with a shorter implant. The patient's pain complaints resolved following the surgery.